Manufacturer narrative:
The device was returned and evaluated. The customer's report of leakage was confirmed. The following minor defects were found: the bending angle is insufficient due to the elongation of the angle wire; poor insertion of the forceps is observed in the forceps channel; the curved tube and insertion unit are crushed, the insertion unit is broken, and the eye piece is deformed due to an external factor; the curved rubber adhesive is missing; there are scratches on the universal code due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the bronchofiberscope had a leak. Upon inspection and testing of the customer returned device, the insertion coat was found peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 05466). The aware date should be (B)(6) 2022. Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to mishandling or from stress exerted on the device from continued use. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.